Manufacturer narrative:
The stryker formula resector cutter, part # 375-562-000 was returned to medline renewal for evaluation. Upon receipt, the device assembled as originally reported. During the evaluation, the device was disassembled and the inner blade shaft was broken in two pieces; therefore confirming that the device was not able to rotate properly. Additionally, scoring on the inner shaft and metal shavings in the lubricant were observed, indicating that pressure may have been applied to the side or top of the device during use. As part of the reprocessing procedure, 100% of shavers are visually inspected under a microscope for large open cracks, missing teeth, and other defects that may result in this type of failure. All devices that do not meet strict acceptance criteria are discarded. Lastly, all shavers are assembled and proper rotation is verified. In addition to the device evaluation, our investigation also included a review of the device history record. We reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. Medline renewal performed a retrospective review of complaints and determined that this incident met the criteria for MDR reporting but was not filed within the required 30 day timeframe. Although no patient harm was reported, medical intervention was indicated as a result of the incident. Medline renewal is retrospectively filing this medwatch report in an abundance of caution. (B)(4).

Event description:
Medline renewal received a report that a reprocessed stryker formula resector cutter, model 375-562-000, did not rotate properly during the procedure. The device was removed from the patient in-tact, and did not result in any patient harm.